Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited high capture threshold and high pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.